Manufacturer narrative:
(B)(4). Insulin pump p-cap, reservoir locked properly in place. Unit passed displacement test and self test, however unit received with damaged display window cover and corroded electronic assemblies. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that black tape over display was peeling off and opens inside of insulin pump for water. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.